Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial (B)(6).. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review section of 50099-0021-011. The heartmate 3 lvas IFU, is currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient misunderstood, and follow-up observation was performed.

Event description:
It was reported that the patient stated that for a moment, they felt the pump's rotation speed had temporarily dropped to 3000 revolutions per minute (rpm). The patient was asymptomatic. Log files were submitted for review and captured a few low flow events on 26sep2025 that occurred at times when pulsatility index (pi) was elevated. There were no speed drops below the low-speed limit of 4600 rpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.